Manufacturer narrative:
The investigation for the pump stop, high purge pressure, and the access site bleed has been completed. No product was returned for investigation. Data logs show that about 7 hours into support there is an increase in purge pressure (pp) and drop in purge flow triggering high purge pressure (hpp) and purge system blocked alarms. 2 hours into the case the pp begins to slowly increase over about 5 hours before triggering these purge alarms. Less than 1 hour later there are pump stop alarm 13. The pump is unable to be restarted and is explanted. Clinical states that heparin was turned off prior to this due to bleeding. The root cause of the pump stop was likely due to high purge pressure. The root cause of the high purge pressure was unable to be determined because product was not returned. The root cause of the access site bleeding major issue was not determined since product was not returned and there is a lack of clinical details. F6/f8 should have been left blank in the initial report.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient developed access site bleeding. Heparin was stopped to address the oozing at the site. Once the team realized they were at an act of 140, the purge pressure high alarms were alarming. Staff attempted to start tissue plasminogen activator however, the pump stopped. They attempted to restart the pump a couple times to no avail. The pump was replaced. There was no patient harm related to the pump exchange.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smart assist for use during cardiogenic shock and high risk pci section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿